Manufacturer narrative:
(B)(4). Concomitant products: unknown-unknown cup-unknown; unknown-unknown liner-unknown; unknown-unknown head-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03327. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: left total hip arthroplasty with undersized left femoral head as well as horizontal orientation of the acetabular cup. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported patient has been indicated for revision due to metallosis; however, no revision has been reported to date.